Event description:
It was reported that tubing has been leaking. The tubing is set up correctly and has tried several sets, but they all seem to be leaking from the same area. This is a continuous infusion and is life sustaining. The event occurred while in use with the patient. The patient was able to successfully continue infusion. The event is resolved. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model#, catalog #, serial #, lot#, expiration date, other #, UDI# and PMA/510(k) number are unknown, no information provided to date.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.